Event description:
The automated impella controller (aic) presented a blinking light-emitting diode (led) on the display. Both the yelow and blue lights were blinking all the time, non-stop. The aic was removed from use. There was no patient involved.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - impella connect - usd card corruption has been completed. The console logs did not contain any information relevant to this failure mode. Console was tested in and the issue was reproduced. Initial boot-up sequence (u-boot) captured over serial terminal connection, revealed continuous reboots of the rlm that was booting up in ¿emergency mode¿. After replacing micro sd card, the issue was resolved and rl11552 was able to fully boot-up. The cause of the issue was not determined since issue could not be reproduced. D9 date device returned to manufacturer added.